Event description:
Paramedics attended to a possible electrocution. The patient was found in standing water along with a live electrical wire that was either in or near the water. The patient was diagnosed in ventricular fibrillation. When the paramedic attempted to administer a defibrillator shock, the device allegedly displayed a connect cable warning message and use of the defibrillator was inhibited. An automated external defibrillator (AED) was immediately available and used to administer shocks to the patient. The patient's rhythm was converted to asystole. The patient was not resuscitated. The reporter indicated that there was no adverse effects to the patient as a result of device use. This opinion was based on the immediate use of another defibrillator.